Event description:
It was reported that the patient had a miniarc precise implanted on (B)(6) 2013 and still leaked with cough test. The physician was dissatisfied with outcome and implant position, removed the sling, and used a second miniarc precise. The patient did not leak with sitting or standing cough test and physician was happy with outcome of case. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.